Manufacturer narrative:
Initial report ref to natus complaint# (B)(6). Per doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.12 - stopcocks: broken, cracked/fractured luer fitting effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out. The affected part to be returned for evaluation.

Event description:
Nt821731c - another eds break around the collection bag luer lock. This time, the luer lock completely broke off.

Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). Lot# of the affected part was not confirmed. Capa005781 was opened (B)(6) 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the root cause investigation status. No determination has been made. Complaint history review/trend analysis: (24 months review and percent of sales) 41 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of doc-035405 medical device hazard analysis (rev 10), identifies the hazard situation as "5.12 breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag." The risk level is considered low. Based on complaint of "luer lock connection to bag broke" this determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation, however, did provide images of the alleged failure. It is unclear how the luer lock broke based on images provided; it is possible the luer lock cracked due to overtightening. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. The device failed to meet specifications and was confirmed by image only. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - eds break around the collection bag luer lock. The luer lock completely broke off.